Manufacturer narrative:
(B)(4). The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that the titanium tip broke during the procedure. The broken piece was retrieved by forceps and was discarded. Changed another one to complete the procedure. There was no report on patient injury.